Manufacturer narrative:
UDI : (B)(4). The valve was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to "biological debris and protein build up, no functional issues were noted during the investigation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve was implanted on (B)(6) 2018 on setting 6 and gradually changed to setting 1. This was done because the valve appeared to have no effect with each setting. On (B)(6) 2020 a revision was performed and there was a 2 hours surgical delay. The catheters were perfect, only the valve was not functioning. The valve was not dirty or blocked. It did not appear to be a mechanical blockage on inspection. It just appeared not to work. A new certas plus valve 828804 was implanted successfully.